Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high and low blood glucose levels on (B)(6) 2021. Customer stated they were hospitalized for over a week. Customer's blood glucose level was 40 mg/dl and then shot up to 400 mg/dl. Customer stated the insulin pump had blank display and not responding to batteries. Customer was treated with manual injection and insulin pump for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported event. Auto mode feature was not activated at the time of incident. Customer stated that her body and kidney issues were causing her fluctuation in blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.

Event description:
It was reported that insulin pump not turning on and having a blank display at the time of the call after the insulin pump had been taken off during hospitalization.

Event description:
It was reported that the customer was hospitalized due to high and low blood glucose levels on (B)(6) 2021. The customer was hospitalized due to kidney issues. Customer had been in hospital for over a week. Customer's blood glucose level was at 40 mg/dl and then shot up to 400 mg/dl. Customer was treated with manual injection. The auto mode feature was not active at the time of event. Customer stated that her body and kidney issues were causing her fluctuation in blood glucose. The customer had been using insulin pump within 48 hours of low blood glucose event .troubleshooting was performed .customer reported pump not turning on and having a blank display at the time of the call after the pump had been taken off during hospitalization. The customer will continue the use of device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.